Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a notification from us food and drug administration consumer complaint coordinator which reported the following information: it was reported from a customer that the adc device applicator pin mechanism came out. Adc customer service made contact with the customer and no additional information was obtained. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a notification from us food and drug administration consumer complaint coordinator which reported the following information: it was reported from a customer that the adc device applicator pin mechanism came out. Adc customer service made contact with the customer and no additional information was obtained. Based on the information provided, there was no report of serious injury associated with this event.